Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies and resumed insulin delivery prior to the report with tandem technical support (cts); therefore, troubleshooting with cts was unable to be performed. Customer's blood glucose level was 140-145 mg/dl.